Event description:
It was reported that (2) devices were used during a esophague procedure. It was reported by the affiliate that the tlc75 staples are not advancing after reload. Another instrument was used to complete the case. There was no consequence to the patient.